Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulty was encountered. The target lesion with "aterome plaque" was located in the circumflex artery. A 2.5x12mm omega¿ bare metal stent was selected for use and advanced to treat the target lesion but was unable to cross. Attempts were made with two 12x2.50 omega¿ bare metal stent to cross the lesion but still failed. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break. This product is only ous approved but it is similar to an approved u.s device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: inspection of the returned device revealed the balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 22cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).